Event description:
A customer received waste sump errors on unicel dxc 800 pro synchron clinical system and emptied the canister with customer technical support's (cts) assistance. The customer called back on the same day reporting that the hydro compartment has a leak. Per customer, the leak has a yellow tint similar to what they see in the waste sump. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011: the fse found that the waste a and exit waste a were slow to drain. Also, the waste b system would fill the b exit band not drain at all. The fse replaced both waste exits float switches v16, v11 and v26, and this issue has been resolved. Hardware is the root cause for this event.